Manufacturer narrative:
The pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08715 inches. No unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025. There was no data available to verify failed battery alert/battery failed alarm or unexpected pump error(s)/alarm(s) 1 week prior to the related svn#: (B)(4) event date of 17-feb-2025 in the formatted history file. On the ss primary svn#: (B)(4) event date of 18-mar-2025 and customer's primary svn#: (B)(4) event date of 18-apr-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the ss primary svn#: (B)(4) event date of 18-mar-2025 and customer's primary svn#: (B)(4) event date of 18-apr-2025, listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss primary svn#: (B)(4) event date of 18-mar-2025. In further review of the formatted history file 1 week prior to the customer's primary svn#: (B)(4) event date of 18-apr-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: (B)(6) 2025 13:01:53.000, lostsensor1alert (780) was found on: (B)(6) 2025 13:53:00.000, (B)(6) 2025 18:37:00.000, lostsensor2alert (781) was found on: (B)(6) 2025 18:53:00.000, the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: (B)(6) 2025 19:39:54.000, (B)(6) 2025 19:49:00.000, (B)(6) 2025 19:54:38.000 (B)(6) 2025 20:04:00.000 pump error 23 alarm was found on: (B)(6) 2025 19:50:04.000 (B)(6) 2025 20:05:04.000 power loss alarm was found on: (B)(6) 2025 19:50:18.000, (B)(6) 2025 19:50:26.000 (B)(6) 2025 20:05:22.000, (B)(6) 2025 20:05:30.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.13 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case, battery tube side of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for failed battery alert/battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer also reported the case battery tube side of the insulin pump was damaged. Customer reported a blood glucose value of 328 mg/dl. Customer was treated for hyperglycemia with insulin pump (subcutaneous insulin infusion), an IV insulin drip (intravenous insulin infusion) and emergency room visit. The event involved product(s) mmt-1884, mmt-332a, mmt-398a, and mmt-7040a. Troubleshooting was performed for the high blood glucose event. Damage to the insulin pump was observed. No alarms affecting delivery were observed during the event. No kinks, bends, or multiple large bubbles are present along the tubing length. No leaks were observed. Customer declined to check for possible site/insulin issues, pump, and settings. Customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-398a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.